Event description:
IV catheter separated where plastic shaft attaches to hub. Second instance of this occurring with this lot number. IV inserted according to standard procedure without difficulty. Blood began seeping out a skin level of hub. When fluid started, it began seeping out of the same spot. IV discontinued all intact immediately and a different lot number of the item was used without difficulty. The hub was examined prior to the second event. The contaminated catheter was discarded by mistake, so it could not be examined. Product bd insyte autoguard 20ga 1" ref # 381433 lot# 4161662. I reported this to bds complaint line and (B)(4) customer service (who indicated that there had been other complaints.) Since the defective catheter could be sheared off and enter the blood stream or cause infection. This is a serious problem. It also creates a hardship for the pt who had to be subjected to a second IV start. I want to know if this is one lot number problem or if I should avoid all of these catheters.